Event description:
It was reported that the pump screen was frozen and would not respond to customer input. There was no reported adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump with assistance from technical support, which resolved the issue and restored screen responsiveness.